Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin and failed battery alarm. The customer stated insulin was leaking coming out of set to fast. Customer¿s current blood glucose value and the blood glucose value at the time of the incident was 94 mg/dl. The customer stated that the customer was not connected to the pump while performing troubleshoot relevant to report that the pump was over-delivering. The customer reviewed alarm history and had found a bad battery alarm or failed battery. The customer checked the alarm history and had a low battery warning low battery. The customer advised that the rechargeable batteries should not be used as they have low voltage and degrade over time. The customer was advised to monitor the pump and call if problems recurs. The insulin pump will be returned for analysis.